Event description:
It was reported the patient never had therapeutic effect and her second device ¿never worked.¿ it cut off and on but never worked. It was stated the battery was depleted in 2011. It was noted the patient was in a coma for 7 months and didn¿t know anything. The patient was no longer allowed to have surgery as she was allergic to stitches. Reportedly, the patient¿s husband destroyed her programmer. The patient was suggested to get a removal, but the implant was dead. The patient¿s urinary symptoms returned after the second implant.

Manufacturer narrative:
Concomitant products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3093-28, lot# j0357354v, implanted: (B)(6) 2004, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4)